Event description:
An adolescent male with left slipped capital femoral epiphysis (scfe) was taken to the or for stabilization. While the surgeon was drilling the patient's bone over the guide pin for placement of a stabilizing screw, the drill bit reportedly sheared off inside the patient. The surgical site had to be opened up 4-5 inches, and deep dissection was needed to locate and remove the broken portion of the drill bit. The surgery was then completed through the larger surgical site.